Event description:
Consumer reported complaint for high and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 295, 272, 146, 255, 266 and 200 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/20/2026 and open vial date is (10/28/2024. The meter memory was reviewed for previous test result history: result 1: 295 mg/dl, date: on (B)(6), time: 6:43pm, non-fasting, result 2: 272 mg/dl, date: on (B)(6), time: 6:42pm, non-fasting, result 3: 146 mg/dl, date: on (B)(6), time: 2:51pm, fasting, result 4: 255 mg/dl, date: on (B)(6), time: 11;21am, fasting, result 5: 266 mg/dl, date: on (B)(6), time: 11:20am, fasting, result 6: 200 mg/dl, date: on (B)(6), time: 11:19am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.